Manufacturer narrative:
This report is submitted on december 04, 2017, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the patient's audiologist, the patient experienced a lack of clinical benefit with the device use. Subsequently, the device was electively explanted on (B)(6) 2017.